Manufacturer narrative:
Concomitant medical product: 8015;sec tubing; td: (B)(6) 2018. The customer¿s report of the primary of insulin infusing instead of the secondary of vancomycin was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The log shows there were 2 pump modules that infused secondary infusions of vancomycin, as follows: on (B)(6) 2018 at 2:47 pm vancomycin 1500 mg/500 ml was started as a secondary infusion on a concomitant pump module via a remote IV request. The infusion completed at 5:47 pm and then resumed infusing the previous primary infusion. On (B)(6) 2018 at 2:01 am vancomycin 100 mg/250ml (a different concentration) was started via a remote IV request. At 3:32 pm the secondary completed and transitioned to the previous primary infusion. At 4:13 pm the user manually programmed vancomycin 100 mg/250ml, 3 minutes after stopping it on the suspect device as noted below. At 5:50 pm the secondary infusion completed and transitioned to the primary. At 3:35 pm on (B)(6) 2018 insulin 100u/100ml was started as a primary infusion on the suspect module via a remote IV request. The insulin infusion was repeatedly restarted due to multiple patient side occlusions and the rate was titrated throughout the infusion. The module was channeled off on (B)(6) 2018 at 12:16 am. The infusion was restored and restarted at 1:52 am at a lower rate. One minute later a remote IV request was received for an insulin infusion at the same infusion parameters. At 10:09 am the device was channeled off. At 3:52 pm vancomycin 100 mg/250ml was started via a remote IV request. At 4:10 pm the device was channeled off. The root cause of the report of insulin infusing instead of vancomycin was not identified.

Event description:
The customer reported that on (B)(6) 2018 at 1551 the rn initiated a vancomycin piggy back infusion, however, the pump started infusing insulin which had been the initial primary infusion on that module. The insulin infusion was associated to the same module on (B)(6) 2018 at 1435 and disassociated from the module on (B)(6) 2018 at 1030. Although the insulin was disassociated, the pump and tubing were still connected to the patient. Once the rn noticed that the insulin infusion had restarted, he stopped the insulin from infusing and disconnected the medication and tubing from the patient. The rn then manually programmed the vancomycin on another module. Informatics offered to provide education to the rn on how to disassociate the infusion from the previous module and back associating to the new module; however, the rn declined the offer. The customer would like to identify if there was a pump-emr interface issue and how this can be prevented in the future. There was no patient harm.